Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was unknown. The customer stated that they had issues with air bubbles for the past month. They do not go from one extreme temperature to the next. The customer stated the reservoir does fit in the reservoir compartment and states that they purge the bubbles out until they reappear again with the nest set change. The customer did not troubleshoot the issue at the time of the call. The customer was informed to call back if the issue reoccurs again. The customer did not return the product back for analysis.